Manufacturer narrative:
(B)(4). Results: (patient lesion morphology, lesion severely calcified). (Stent deformation and failure to deliver device). Conclusion: lack of effectiveness related to patient condition (patient lesion morphology, lesion severly calcified). Device evaluation summary: the stent was positioned on the balloon as per specifications. The first and second stent segment were raised and deformed. No further damage was noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 3.0 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a severely calcified lesion located in the lad. It was reported that the lesion was pre-dilated. It was reported that the physician encountered resistance in an attempt to advance the stent across the target lesion. When the stent was removed from the patient, the stent was noted to be damaged. No further treatment was carried out on the patient. No patient injury occurred and no clinical sequelae were reported.